Event description:
New information received notes that it was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. The clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular (rv) lead was noted to exhibit noise. No intervention performed and no patient consequences were reported.